Manufacturer narrative:
E1: initial reporter facility name - psp - health care at home by health care at home india pvt. Ltd the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid fluid. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized or treated for the peritonitis. The patient outcome was unknown. At the time of this report, pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow-up, it was reported approximately five and a half weeks after the peritonitis onset, the patient was re-admitted to the hospital due to pd catheter removal. Pd therapy was discontinued, and the patient was transferred to hemodialysis (twice a week, ongoing). At the time of this report, the patient remained hospitalized; however, the patient was stable and has recovered from peritonitis and turbid fluid. Should additional relevant information become available, a supplemental report will be submitted.